Event description:
It was reported by the patient's parent that the patient visited the emergency room with the flu and diabetic ketoacidosis (dka). The patient's blood glucose levels reached 560 mg/dl with high ketones while wearing the pod between 4 and 24 hours. Symptoms reported include the patient having stomach ache, headache, and throwing up. The patient was treated with a bag of intravenous unspecified fluids and gave an insulin injection for the nausea. In addition, it was mentioned that the hospital may have given the patient flu medication. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No problems were found that would prevent the device from delivering insulin as intended.